Manufacturer narrative:
In the event the product is returned to the manufacturer, the product cannot be analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration which was confirmed by x-rays. Troubleshooting was unable to provide resolution. As a result, on (B)(6) 2018, the patient underwent surgical intervention to move the lead to the original position. Therapy has been restored and the issue is resolved.